Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer¿s allegation was confirmed. The receptacle unit has signs of wear and restricted when a camera head is plugged in. No other issues were found. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the visera 4k uhd camera control unit was unable to connect camera to the unit. The issue occurred during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is like that the event reported as "unable to connect to camera" was caused by the receptacle part of the video connector receptacle was worn out. Olympus will continue to monitor field performance for this device.